Event description:
A (B)(6) male pt went for laparoscopic appendectomy for appendicitis. Pt had suppurative appendicitis. Approx 12 hrs postoperatively, pt returned to surgery for wound dehiscence. The fascia o vicryl suture which was used to close the fascia was broken with both knots at either end still intact. Repair was accomplished, pt did well and was discharged home on (B)(6) 2011.